Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Multiple supply changes were performed resolving the occlusions. A system check was performed and the pump performed as intended. Customer experienced an elevated blood glucose (bg) level ranging between 288-306 mg/dl and 2.6-3.5 mmol/l ketone level resulting in a hospitalization. Healthcare provider considered the ketone level dangerous. Saline infusion was received as treatment. Customer was released on (B)(6) 2020 with the issue resolved.